Event description:
A report was received that the patient underwent an explant procedure due to non-device related issues. During the procedure, it was noted that the lead tail had frayed and several lead contacts were dislodged. Malfunction with the lead was suspected. All components were explanted and nothing was left inside the patient.

Manufacturer narrative:
Sc-8120-70 (sn (B)(4)) visual inspection revealed that the lead was cleanly cut approximately 51 cm from the proximal end. The complaint of the paddle having dislodged electrodes was not confirmed. The paddle end of the lead was not returned. The cut damage to the lead was consistent with damages done during the explant procedure and it was not considered a failure.

Event description:
A report was received that the patient underwent an explant procedure due to non-device related issues. During the procedure, it was noted that the lead tail had frayed and several lead contacts were dislodged. Malfunction with the lead was suspected. All components were explanted and nothing was left inside the patient.